Event description:
An issue was reported involving an incorrect time display on a device. There was no adverse impact to the customer¿s blood glucose level, as it remained within a normal range. The customer was assisted by technical support to update the pump time and was advised to monitor the situation for any further discrepancies greater than five minutes. The customer understood and acknowledged the advice.